Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between june 02, 2025 and january 27, 2026 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 90 ohms. The analysis of the provided iegm episodes revealed artifacts on rv channel, which led to the reported oversensing as well as inappropriate shock delivery. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows noise with inappropriate shocks and impedance issues. Lead remains implanted. Should additional information become available, this file will be updated.